Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. / the light guide bundle inside the light guide adapter has been snapped. Based on the results of the investigation, a root cause of reported malfunction could not be identified. Based on the results of the investigation, the most probable cause of the chipped light guide bundle is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced image not displaying during service maintenance. There were no reports of patient involvement.